Event description:
On (B) (6) 2009, patient reported, she has received ongoing e4 (occlusion) error since (B) (6) 2009 resulting in hyperglycemia. Patient stated occlusions occur during bolus delivery and most recent e4 was when she was trying to bolus 5 units of insulin. Patient reported, her blood glucose is currently 428 mg/dl. Patient's target blood glucose range is 90-120 mg/dl. Patient is using expired infusion sets and does not have any unexpired sets. Had patient disconnect from the infusion headset and attempt to bolus 5 units of insulin through the infusion tubing; infusion device occluded. Had customer disconnect infusion tubing from the infusion device and attempt to bolus 5 units of insulin through the infusion adapter. This was successful. Patient stated, the adapter was a few months old and is typically changed "every month or so". Advised to change adapter with every 10th cartridge change. Reviewed causes of e4 occlusions. Advised to contact physician for backup method of insulin delivery. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion sets, cartridges and adapters; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.